Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level and subsequently loss consciousness. The cause of low bg was unknown. Subsequently, customer was hospitalized. Reportedly, the customer was released on the same day with the issue resolved and no permanent damage.